Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and overstimulation of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Nothing returned because facility did not release.